Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of two device the first instrument was received partially fired with three clips remaining. The second instrument was received partially fired with six clips remaining. Visual inspections of the instruments noted that one of the jaw legs was out of position on each instrument. The cams on the jaw legs were not aligned with the drivers. Functionally, the jaw legs were reset by aligning the cams with the drivers. The instruments were then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. Both interlocks engaged after all clips were dispensed to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the bar rel of the instrument), when the handle is at rest. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, it was reported that jaws would not close. The surgeon opened another clip applier but same event occurred. Needed to open another one to resolve the issue. There was no patient injury.